Event description:
It has been reported to philips that system did not start. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file confirmed that there was a malfunction of the flexvixion pc. The fse replaced the flexvision pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.